Event description:
Customer called customer service on (B)(6) 2013, to report he was unable to calibrate his adc blood glucose meter. At the time of the original call, customer denied experiencing any symptoms or an injury due to this issue. Customer was promised a new meter, via a next-day delivery, to be received by 5:00 pm, on (B)(6) 2013. Customer's daughter reported that at "around 6:30 am", (on (B)(6) 2013), customer was found to be unresponsive, after having experienced a loss of consciousness and a seizure. Caller believed the event happened due to the calibration issue, but also because customer had not yet received his new adc blood glucose meter. Paramedics were called and upon arrival, checked his glucose using an unknown brand of meter, received a reading of 25 mg/dl at 7:15 am, initiated an intravenous infusion of unknown type, with intravenous glucose and transported him to a local healthcare facility. Customer was diagnosed with hypoglycemia and treated with additional intravenous glucose. A reading of 87 mg/dl was received at the hospital at 8:30 am. Caller also noted she was advised by her father's physician that he may have suffered a "stroke" prior to becoming unresponsive. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. No further investigation will be undertaken. The customer's failure to calibrate their device was due to their not having a calibration bar to use. Customer was using two different adc blood glucose meters at the time of the event. A separate MDR will be filed for the second device. All pertinent information available to abbott diabetes care has been submitted.